Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased. The gib and ffb were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a high ma error, filament calibration, and collimator error message. Also the x-ray tube made a loud popping noise. No patient injury was reported.